Event description:
It was reported that insulin delivery was suspended during the night. Reportedly, customer's blood glucose level was elevated in the morning. Customer attributes the event to accidentally rolling over onto the pump.

Manufacturer narrative:
Additional reported info clarifies that the customer received an occlusion alarm which suspended insulin delivery. The customer changed the cartridge and infusion set and no further occlusion alarms occurred. The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.